Event description:
Customer reported that the insulin pump's keypad responded intermittently or not at all. Blood glucose level was 241 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, a cracked display window, and minor scratches on the display window and case.